Event description:
It was reported that the patient could sometimes feel her heart beat rising when she changed the program on her ins (implantable neurostimulator). It was stated that the issue might have been the patient holding patient programmer over her pacemaker. Two days later it was reported that one day prior to the report the patient had noticed that her pacemaker was fluttering. She felt the fluttering and then it went away and then a few hours later she felt fluttering again. The patient did not make any changes to her stimulation during this time. It was stated that the devices had not been not tested together at the implant three days prior to the report. The patient would be seen one day after the report and was advised to turn off interstim in meantime. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Event description:
Additional information received reported that the patient¿s pacemaker ¿was changed when she went in to pre-op.¿ the pacemaker was set back to its original setting which stopped the fluttering. No intervention was needed and the patient was very happy.

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2013, product type: lead. Product ID: neu_unknown_prog, serial# unknown, product type: programmer. (B)(4).

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.